Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, it was reported that a minimum fill notification occurred. Customer's blood glucose was 121 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged fill estimate issue could not be verified.